Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of more than 600 mg/dl and was subsequently hospitalized. Elevated bg was caused by air bubbles in cartridge tubing. The customer arrived at the hospital on (B)(6) 2020. In an attempt to resolve elevated bg, the customer changed all supplies. While at the hospital, the customer was treated with insulin drip and fluids. The customer was released from the hospital on (B)(6) 2020 with no permanent damage and issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.